Event description:
Event description guidant received information that this pacemaker, which was included in the population of a recent field advisory regarding failure mode one, was reportedly explanted due to a defect and replaced with a competitor's product. Additionally, the patient stated that legal advice will be pursued.